Event description:
It was reported by service report that the fowler gas cylinder was not activating due to the set screw being out of adjustment. No patient involvement or adverse consequences are reported.